Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a solyx sis system was used during a sling procedure. The pt age was reported as over 18 yrs. According to the complainant, during the procedure, the physician attempted to adjust the mesh and the association loop slipped off the delivery device. The procedure was completed with this device. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".